Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, while using the vasoview hemopro 2, a couple smaller branches stuck to the jaws. The branches would cut and seal, but would not come out of the jaws. They cleaned the jaws several times and it would be ok, but then another branch would stick. They opened the jaws and even used the c-ring to try and push it off but it was really stuck. They ended up just pulling it back, but the concern was tearing the branch. Also they had a couple of bigger branches that bled even after trying to spot weld them, but not more than usual. They turned the generator down to one after that on the bigger branches. No tunnel plasty was performed. This is the harvester's second case as they are in a trial for hp2. The reported kit was used to complete the procedure. There were no patient effects. The product is not returning.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Items marked "ni" are unknown to us at this time. Internal file number - (B)(4).